Manufacturer narrative:
Occupation: heath professional. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07022. It was reported that the rotawire detached and became stuck in the lesion. A 330 cm rotawire¿ and a rotablator burr were selected for use. During procedure, when treating an obstruction in one of the coronary arteries via rotablation, it was noted that part of the rotawire detached off. Subsequently, the wire became stuck in the core wall. No further patient complications were reported.